Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Intermittent error 32101 and 32096 were observed on universal surgical manipulator (usm) 1 on axis 3. The usm was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 32096 in the logs but the error was not replicated. Upon visual inspection, no issues were found related to the reported failure. The unit was installed on a test system where the component functioned as expected. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during after procedure with the da vinci system, a non-recoverable error occurred on universal surgical manipulator (usm) 1. Technical support recommended the customer perform multiple power cycles and exercise the usm, but the errors persisted. The procedure was completed with no report of patient injury.